Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump display screen was scratched. The blood glucose reading was 140 mg/dl. Nothing further was reported.